Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
The surgeon used a el5ml 5mm clip applier on a choleostectomy. One clip didn¿t close properly, one closed crossed. They removed the clips and gave it to show to us for investigation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unknown. Additional information received: only clips returned. Analysis: the el5ml device was not received for analysis. Only two malformed clips were received inside a plastic bag. It could not be determine what may have cause the reported event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.